Manufacturer narrative:
At analysis the customer's comment of display issue was confirmed, the display had moisture damage. The programmer was scrapped due to excessive corrosion throughout the main case and display area. It was noted that the programmer did pass its functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen went "in and out". The programmer was returned for service. It was additionally noted that the product was returned as part of an exchange for a newer programmer model. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.